Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this . Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (1) open 8mm, 31g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle was clogged. The returned pen needle was tested and was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle was blocked and failed to deliver medication. The following information was provided by the initial reporter: "needle blocked."